Event description:
It was confirmed that there was no death, injury, or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial e1 (name and email), e2, e3, and g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the single use distal cover fell off from the evis exera iii duodenovideoscope and into the patient's throat during removal of the scope at the end of an endoscopic retrograde cholangio-pancreatography (ercp) procedure. The distal cover was retrieved using an esophagogastroduodenoscope, which slightly extended the procedure. The patient was still sedated at that time. The procedure was completed using the same device. There was no harm or user injury reported due to the event. This event is reported under the following related patient identifiers: (B)(6) - single use distal cover; (B)(6) - evis exera iii duodenovideoscope. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00262.